Event description:
Reportedly, data were not sent by the subejct device. The status led remained orange. The device was unplugged, and then restarted; the issue was not solved.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue resulted from flash memory corruption, which prevents the home monitor application from launching properly.

Event description:
Reportedly, data were not sent by the subject device. The status led remained orange. The device was unplugged, and then restarted; the issue was not solved.

Manufacturer narrative:
Please refer to the attached analysis report. D3 corrected.

Event description:
Reportedly, data were not sent by the subejct device. The status led remained orange. The device was unplugged, and then restarted; the issue was not solved.